Event description:
It was reported that a premature born child with hydrocephalus had a shunt implanted. Revision was required due to increase in circumference of head and MRI showed enlarged ventricles. During revision, there was no clear liquid flowing through shunt. The ventricular catheter showed good flow, so the occlusion was in the shunt. The shunt was replaced and the patient's symptoms improved. Ultrasound showed reduced size of head and ventricles. The child is ok with no permanent harm.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.